Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue because it was noted that the sutures were loose ang hemostasis was achieved upon replacing the sutures. D4: updated model number. G1: updated MFR site name and address

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had impella cp support due to the patient coding. While on support, a large hematoma was noted, sutures were loose. Dressing was removed, sutures replaced, angle matching dressing placed and the hematoma was washed out. The bleeding subsided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿